Manufacturer narrative:
Per tandem¿s user guide: ¿always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in multiple syringes. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was between 94-100 mg/dl. Reportedly, customer was not following proper air removal techniques.